Event description:
The patient's mother reported there was resistance when inserting the obturator on initial insertion. Her son had trouble breathing. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unknown.